Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of noise. An x-ray was done, and the electrode may have a kink. The shock impedance has increased from 77 ohms at implant to 100 ohms today. This is still within normal limits. The noise was found in the primary sensing vector. Technical services reviewed and discussed checking the secondary sensing vector. Later, the electrode was successfully explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system stored an untreated episode due to oversensing of noise. An x-ray was done, and the electrode may have a kink. The shock impedance has increased from 77 ohms at implant to 100 ohms today. This is still within normal limits. The noise was found in the primary sensing vector. Technical services reviewed and discussed checking the secondary sensing vector. Later, the electrode was successfully explanted and replaced. There were no additional adverse patient effects.